Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Needle did not open and not working query reply_03mar2025 1.can you please explain what is meant by the ¿needle did not open and not working¿. Does it mean that there was difficulty with advancing the needle? Ans: while making a jab the needle has not come out of the sheath. 2.was puncture of the targeted site difficult? Ans: no, it¿s a mass lesion near 4l station. 3.what is the scope manufacturer and model number that was used? Ans: the scope used is fuji film eb530 us. 4.was the device used in a tortuous position? Ans: no 5.when was the issue noted? E.g., on advancement of the sheath/needle or on needle retraction? Ans: jus while making my first jab the needle has not come out of the sheath 6.if the report involves a kink, bend, or break in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, handle end, patient end ans: n/a 7.was gaining access to the target site difficult? Ans: no kink and the target is not a tough one 8.was force required on insertion of device into scope? Ans: no 9.was resistance felt while inserting the device through the scope? N/a, yes, no ans: no 10.was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Ans: no difficulty in locking the needle. 11.was the stylet fully in place inside the needle when advancing into the targeted site? Ans: no, it¿s withdrawn. 12.in relation to the attached complaint letter (see below) outlining multiple failures, what were the actual issues encountered? Ans: the needle has not come out of the sheath during the puncture, and this is not the first time I am facing the issue, the similar issue has been there in my previous cases also and that has been reported to the cook needle supplying team.

Manufacturer narrative:
Supplemental report is being submitted due to the completion of the investigation on 25-jun-2025. Investigation - evaluation. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. This complaint is related to other complaint, please refer to (B)(4) for more details. With the information provided, a document-based investigation was conducted. Use error complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Manufacturing records: prior to distribution, all echo-hd-22-ebus-o-c devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records for echo-hd-22-ebus-o-c of lot number c2148963 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order c2148963. A second complaint (cn-080369) is registered for the same device. Instructions for use and/label: the warnings section of the instructions for use, ifu0109, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿ and precautions sections of the IFU instructs the user to " ensure the stylet is fully inserted when advancing the needle into the target site" there is evidence to suggest that the customer did not follow the instructions for use (ifu0109). Please note: the precautions section of the IFU, ifu0101, which accompanies this device instructs the user to "this device is intended for use with an olympus ebus scope.". As per additional information received, the scope used is fuji film eb530 us. Engineering confirmed that the issue of the needle not coming out of the sheath can be linked to the use error of not having the stylet in place for puncture. Use error files with no adverse events do not need to be opened as an additional file these should be added to the pms log. The event is documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause review: the definitive root cause can be attributed to user error. The stylet should be fully inserted when advancing the needle into the target site. The needle not coming out of the sheath is likely a result of the stylet not being fully inserted during needle advancement into the target site. Summary: confirmed quantity of 1 device, confirmed used. Complaint is confirmed based on customer/rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude that a definitive root cause can be attributed to user error. The stylet should be fully inserted when advancing the needle into the target site. The needle not coming out of the sheath is likely a result of the stylet not being fully inserted during needle advancement into the target site. Complaints of this nature will continue to be monitored for similar events.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 25-jun-2025. Patient/event info - notes. Query reply_05mar2025(sm). We have not raised any complaints earlier for this customer. Whereas, there were 3 complaints raised earlier for ebus-o-c by different customers.